Event description:
It was reported that "a sidewinder was opened to distal lock on a long gamma 3. Surgical tech connected the sidewinder to the ao drill adapter to test device. While testing the sidewinder, the device shook and vibrated severely. Device was detached and drill was found to be operating normally. A new sidewinder was opened and distal locking was completed. Upon further review it was determined that the sidewinder was defective and that the ao attachment may be bent."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.